Event description:
Pt with baseline ldh 500-600, admitted (B)(6) 2016 with an increase in ldh (1370) sob, dizziness, and dark urine. Vad settings: 5.6 l/min, 8780 rpm, 6.4 pi and 5.4 watts, occasional speed drops and pi events noted on interrogation. Pt had several subtherapeutic inr's prior to admission. Coumadin was held initially due to an inr 4.2 ldh decreased to 948 the next day. The pt was diagnosed with a driveline infection that required surgical intervention (B)(6). Pump exchange to be determined based on treatment of driveline infection; medical management with heparin. Of note, on (B)(6) 2016 admission, the pt had an increased ldh and plasma free hemoglobin (44) with an inr 3.6 in the absence of mechanical dysfunction and heart failure symptoms. On that hospitalization, a restrictive vsd was found on imaging and thought to contribute to shearing in relation to an inflow cannula that abutted the septum. Lvad speed was decreased to 8800 to increase size of lv and decrease interference to 325mg qd. As ldh continued to rise and w/u was negative, bactrim was also thought to be a possible cause and was held starting on (B)(6); ldh was 826 on discharge.

Event description:
Pt with known hemolysis, surgical treatment for a new driveline infection this hospitalization on (B)(6). Timing of lvad exchange was to be determined by treatment course of infection. Prior to surgical debridement. Ldh was 600-700s. Post-procedure ldh was 1037 and peaked at 1522. Pt anticoagulated with heparin and asa; epfitibitide added on (B)(6) 2016. Post procedure a ptt 50-70s lvad settings on (B)(6) 2016: 6.5 l/min, 8800 rpm, 5.9 pi, 6.5 watts. On (B)(6) pt developed l arm weakness with decreased doppler readings in the l brachial. Pt taken emergently to vascular radiology for an embolectomy of the left brachial artery. Settings: 4.06 l/min, 8800 rpm 4.6 pim and 4.5 watts. On (B)(6) 2016 she had an acute onset of r foot coolness, weakness and numbness and was urgently taken for r popliteal thromboembolectomy. Pt then taken for urgent lvad exchange (B)(6) 2016, heartware device placed.